Event description:
It was reported that the patient fell causing the right ventricular (rv) lead thresholds to rise. The lead was repositioned for acceptable thresholds and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).